Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms randomly. The customer's blood glucose was unknown. The customer also mentioned that a piece of the insulin pump from the battery compartment had fallen off. The customer stated that the damage occurred at the beginning of (B)(6) 2015. The customer declined troubleshooting for the no delivery alarms because the customer was receiving a new insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.